Manufacturer narrative:
H10: manufacturing review: the event was determined as unexpected and no manufacturing and/or service-related issues were identified therefore a device history record and manufacturing review were not required. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt, and it was found to be in good overall condition. Also, the parts are scraping together, and the cover is stiff identified. The device was functionally tested and failed the tests as the gun primed and fired with resistance once, sled force test results out of tolerance, the safety lever would get stuck on "f" position and preventing additional primes until cover is opened and the device is jamming due to cover latch is too tight on safety release pin hence unable to release after firing identified during evaluation. Further the gun is very dry identified. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fired automatically issue and the investigation is determined to be confirmed for the reported device jammed and wouldn't fire issue. The investigation is determined to be confirmed for the identified gun primed and fired with resistance issue. The investigation is also confirmed for the identified incorrect, inadequate, or imprecise result or reading issue as the evaluation results determined the sled force test results were out of tolerance. Further, the investigation is determined to be confirmed for the identified safety lever would get stuck on "f" position issue, identified cover is stiff issue and identified use related issue as inadequate lubrication was observed during evaluation. The root cause for reported device fired automatically issue cannot be determined as the problem could not be reproduced and the root cause for the reported device jammed and wouldn't fire issue was determined to be cover latch is too tight on safety release pin identified during evaluation. A definitive root cause for the identified gun primed and fired with resistance issue cannot be determined however very dry gun observed during the evaluation is likely contribute to the identified resistance issue. The root cause could not be determined for the identified incorrect, inadequate, or imprecise result or reading (sled force out of tolerance). The root cause for the identified safety lever would get stuck on "f" position issue was determined to be cover latch is too tight on safety release pin identified during evaluation. The root cause for identified cover is stiff issue is unknown. The root cause for the identified inadequate lubrication (very dry gun) was determined to be use related. Labeling review: a review of bard magnum biopsy system instructions for use (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) determined the product labeling is adequate. Per the bard magnum biopsy system instructions for use, the magnum instrument is sold nonsterile and is to be decontaminated and processed (e.g., cleaned, lubricated, etc.) Prior to use by the end-user. Bard recommends the magnum® instrument be cleaned and lubricated prior to and after each use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiry date: 08/2028), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly fired automatically. It was further reported that the device allegedly jammed and wouldn't fire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a biopsy procedure, the device allegedly fired automatically. It was further reported that the device allegedly jammed and wouldn't fire. The procedure was completed using another device. There was no reported patient injury.